Event description:
3 months post symptom apparition, patient does not present fever or redness of the face in the affected areas. The juvéderm¿ voluma¿ with lidocaine continues to cause granulomas that appear and disappear, "so it is very possible that the juvéderm¿ voluma¿ with lidocaine remains inside patient¿s body more than the time the company says it will dissolve." Patient observed that both the chin and eyes are swollen, so appearance has changed. Patient feels very afraid and does not want to take any more medication of any kind.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 2.1 ml juvéderm¿ voluma¿ in nasogenian/glabella. "The procedure was performed under adequate aseptic conditions. In healthy skin, without inflammation and disinfected." Patient experienced a severe granuloma (confirmed via biopsy) 20 months after a insect (mosquito) bite to the lower lip next to the corner of the mouth. The next day, patient experienced inflammation of that sector and hardness. At night, when resting, area inflamed, during the day it was not inflamed. 4 days later, hardness "in the same place," and appearance of hardness between the eyebrows. The following day, patient visited a dermatologist and panniculitis was diagnosed. Patient was treated with nobactan clavulanico (amoxicillin- 875 mg with clavulanic acid-125 mg) two per day, for 7 days. Patient took for 5 days before the antibiotic was changed. Then minocycline 100 mg, 1 per day, then the dose was increased to 2 per day was given. Corticosteroid betamethasone of 0.60 mg provided, 1 per day, then increased to 2 per day. Supraler, 1 tablet per day taken for 4 days prescribed. Infiltrations of hyaluronidase applied to the affected regions with no results. Soft tissue ultrasound ordered. 4 days later, new hardness appears on the right side of the mouth, and between the eyebrows. An additional ultrasound was completed the following day. 2 days later, patient returned to dermatologist and a third ultrasound was completed. Foreign body granuloma diagnosed. Physician does not believe that it is hyaluronic acid and mentioned that "it can be another substance that was injected in patient." Seboclear: minocycline 100 mg one per day prescribed, and patient was advised to continue with the corticoid. The following day, patient presented with "inflamed face, felt very hot in the face, without pain, and started with febrile states of 37.5 degrees to 38 degrees at dawn with a lot of headaches and body aches, very tired and unwilling to do anything." The next day patient visited an infectologist who diagnosed a "great inflammation." Patient advised to continue with minocycline, but increased dose to two per day, and also increased the dose of the corticoid to 2 per day, and prescribed ibuprofen 600 mg, depending on the inflammation. 3 days later, patient continued with febrile states, fatigue and hardness, inflammation appears in the early morning and decreases in the afternoon. Patient visited another infectious disease specialist who ordered patient a blood test and a computed tomography. 4 days later, patient was advised to see a plastic surgeon for biopsy. Patient visited a plastic surgeon 3 days later. The febrile states had ended and the nodules of the right and left malar regions had disappeared, but were still present in the nasogenian grooves and between the eyebrows. Biopsy of right nasogenian sulcus, histoculture with culture for common germs, mycosis, to rule out infection by atypical germs completed 8 days later. The following week, the stitches were removed. Crop results were negative. Histology report, anatomopathological study, bacteriology and hematological analysis completed. Results provided. Nodules of the nasolabial fold persist.